Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, reported as a peritoneal infection. The cause of the peritonitis was reported as due to an unhygienic environment. The patient was hospitalized for the event for ¿one to two months¿. It was reported the patient was treated (no further information) but was admitted into the hospital four times for the event. After the fourth hospitalization, the patient was diagnosed with peritoneal tuberculosis. At the time of this report the patient was recovered from the event and pd therapy was withdrawn. No additional information is available.